Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a seizure and was provided glucagon at home. The customer went to a hospital and had contact with a healthcare professional (hcp) who provided sandwiches and drinks. An unspecified reading was obtained on a healthcare meter. Additionally, it was indicated that the customer spent two nights in the hospital. There was no report of death or permanent impairment associated with this event.